Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted: part number: 388.720, synthes lot number: t159279, release to warehouse date: 13-dec-2017, manufacture site: tuttlingen, part expiration date: n/a. An nc was started because the device marking was not correctly. A corrective and preventative action was taken to address the issue. The affected devices were reworked and found to be good in the final inspection. The ncs have no impact on the complaint issue. Further review of the device history records showed that there were no issues at the time of manufacturing of this device and it's sub components that would contribute to the complaint condition. The raw material certificate was reviewed and the used material was according to the specification of the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a chrome bar cutting cobalt system expedium procedure. During the procedure, a bolt cutter broke. The procedure was successfully completed with no surgical delay. The patient status was healthy.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. A review of the device history record has been requested. Investigation summary - the investigation could not be completed; no conclusion could be drawn. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent an unknown procedure. During the procedure, a bolt cutter broke. It is unknown if there was a surgical delay. The procedure outcome and patient status were unknown. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).